Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of paravaginal defect, cystocele, rectocele, enterocele, bilateral paravaginal defect, and mixed urinary incontinence. It was reported that after implant, the patient experienced an unspecified adverse outcome. The device had been used with 810081l gynecare tvt system, lot# 3389791.